Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with loss of atrial sensing. An x-ray was performed and revealed lead dislodgement. Lead revision was discussed. The patient was asymptomatic.

Event description:
New information received notes the lead was successfully explanted and replaced. The stable patient was discharged and will continue to be monitored.